Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was gained through the femoral artery. No pre-dilation was performed. While introducing a 2.25x20mm promus element stent through a re-used non bsc hemostatic valve outside of the patient, the stent "choked in the valve" because the valve was hardened and the stent wrinkled and was damaged. The procedure was completed with another device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is combination product. A visual and microscopic examination of the device found the device was returned with the stent dislodged from the stent delivery system (sds). The stent was stretched and damaged along its entire length. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. The distal outer, was kinked at several locations between 45 mm and 51 mm proximal to the distal tip. A product mandrel was inserted through the guidewire lumen with no restrictions noted. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).